Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.

Event description:
The provider states the joystick is allegedly sticking. The provider states the end user will be going forward then pull back on the joystick and alleged there was a delay. He states the end user alleged he broke his toe and ankle. He states the end user complained of the sticking joystick on (B)(6) 2015 which was when he was informed of the injury. The provider wasn't with the joystick or chair to obtain specifics on the injury and medical intervention but states the end user states he needs surgery. The dealer called back and states the errors he seen in the fault log was e18 and it is in the fault log eight times. The dealer also stated that left front caster is floating but making noise.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs, controller/joystick/options, hold for detailed evaluation. Missing joystick knob and skirt. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of the inductive sticking was not confirmed. Likewise the complaint of a delay when changing directions was not confirmed. The inductive functioned properly, including giving an e18 error code when the joystick was powered up with the inductive out of neutral but not driving. A loose washer in the inductive boot was found that could have impeded the motion of the inductive rod if wedged between the rod and the hole in the joystick case. However, such a failure could not be reproduced during testing. Complaint of joystick is sticking, going forward then pull back on the joystick and there was a delay was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs, controller/joystick/options, hold for detailed evaluation. Missing joystick knob and skirt. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of the inductive sticking was not confirmed. Likewise the complaint of a delay when changing directions was not confirmed. The inductive functioned properly, including giving an e18 error code when the joystick was powered up with the inductive out of neutral but not driving. A loose washer in the inductive boot was found that could have impeded the motion of the inductive rod if wedged between the rod and the hole in the joystick case. However, such a failure could not be reproduced during testing. The provider states the joystick is allegedly sticking. The provider states the end user will be going forward then pull back on the joystick and alleged there was a delay. He states the end user alleged he broke his toe and ankle. He states the end user complained of the sticking joystick on 7/23/15 which was when he was informed of the injury. The provider wasn't with the joystick or chair to obtain specifics on the injury and medical intervention but states the end user states he needs surgery. The dealer called back and states the errors he seen in the fault log was e18 and it is in the fault log eight times. The dealer also stated that left front caster is floating but making noise.